Manufacturer narrative:
B3 - date of event: year is 2026 day and month is unknown. One device was returned for investigation. It was reported that all tests were performed to attempt to duplicate the reported issue of: vtbi does not increment. The reported issue was not duplicated. The reported issue was not confirmed in alarm log. The probable cause of the reported issue is workflow/sw issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The event involved a plum solo infusion system. It was reported via email from ICU medical nurse doing rounds during go-live, device was reported to have they programmed an antibiotic on line 2 but the vtbi was not decrementing and continued to run after it hit air. The log history shows the nurse back primed and immediately selected start, so I suspect she hit start twice as the cassette check was occurring. They were reiterated and need to stop and start the pump if they don¿t see the vtbi moving. There were patient involvement and no patient harm.